Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection found the device to have a defective vent button, intermittently sticking to prevent device from changing modes. Additionally, CPAP knob is damaged, has a bowed faceplate, and damage to the battery cover was noted. Device underwent functional testing and was found to have failed the switch test when turning the knob to ventilate, the unit intermittently activates at the detent position. The problem source has been determined to be unknown. 46370.

Event description:
Information was received that a button on a smiths medical pneupac parapac plus ventilator is defective and that it "intermittently sticks, preventing device from changing modes". No adverse effects were reported.